Event description:
The event occurred on an unspecified date and involved a plum 360¿ infuser compatible with ICU medical mednet¿ software where the customer reported an incorrect infusion rate. Pump error ¿ medication dispensed incorrectly. It was also mentioned that the pump alarmed and indicated dose had completed. Review of the timing showed the oxaliplatin had run through in 90 minutes instead of 2 hours. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
Customer complaint could not be confirmed during investigation, the customer complaint could not be found in the alarm logs and the device did not reproduce the complaint during functional testing or performance verification test (pvt). The device passed the pvt within specification and no failures. Probable cause: no probable cause could be determined e1 initial reporter phone number: (B)(6).